Event description:
It was reported that the user attempted to pair a freestyle libre 3 plus sensor and encountered a ¿sensor not compatible¿ message after mistakenly trying to use a freestyle libre 3 sensor instead of the required freestyle libre 3 plus; the user reverted to backup therapy until a new sensor was obtained. No adverse clinical symptoms reported. Outcomes included no alarms and continuation of backup therapy until an updated prescription could be obtained. User support included technical troubleshooting and user education regarding compatible sensors and correct pairing workflow. Investigation of this case revealed that device performance was limited by use of an incompatible sensor, with normal function expected when paired to the correct freestyle libre 3 plus sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of an incompatible sensor and resolved through education and correct sensor selection.

Manufacturer narrative:
Initial.